Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim. It was reported that patient (pt) went in to have a colonoscopy and they thought they had turned stim off. However, now they can't seem to get the device to turn back on. Caller states they don't think they saw the home screen that showed where the pt's settings are when they turned stim off. Patient services had caller sync with implant both with and without the antenna attached. Caller reports seeing poor communication even after repositioning antenna. Caller states they haven't done anything with the settings since 2011. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue. Patient services reviewed it's possible device could be at eos and to discuss with doctor. No symptoms were reported.